Event description:
The customer reported the aq2010v three piece silicone lens tore upon insertion and was removed without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation results: visual inspection of the returned lens showed the lens was split in half and a piece of the optic/haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
A cartridge lot number search found three similar complaints. An injector lot number search found seven similar complaints. Per medical review - reportedly, lens (3-piece silicone) was torn during insertion, requiring intraoperative lens exchange. The damaged lens was removed without incision enlargement or any other tissue damage, and another lens was successfully implanted. There was no reported post-operative sequelae. According to the report by a nurse, dated 7/18/2014, the most likely cause of the event was unknown. Based on the complaint history, work order search, product evaluation, injector lot search, cartridge lot search, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): work order search, device history record review results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing processes of the lens or injector or cartridge, that was the root cause of the complaint. A cartridge was returned for evaluation and no visible damage was found to the device. There was evidence of clear surgical residue. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).